Event description:
During a clinic follow-up, the device was unable to be interrogated via bluetooth (ble) telemetry. However, the device was able to be interrogated via inductive telemetry. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The device was not returned for analysis, however, device logs were reviewed and determined there was a memory corruption.

Event description:
Additional information was received that the device bluetooth was reset to resolve the event. The patient was in stable condition.